Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt shaky and nauseated while her cgm was showing 195 mg/dl, but when she checked her bg though fingerstick, it showed 44 mg/dl 10 days after the sensor was put on the abdomen. Concerned, her spouse gave her gave orange juice and peanut butter jelly, then they called 911 for further assistance. Upon the arrival of the paramedics, they did another bg test and showed 80 mg/dl while cgm was still showing higher numbers but they can't remember the exact value. During this time her the symptoms had already stopped. No medications were provided by the paramedics and only advised the patient to rest. Patient was reported feeling fine after. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.